Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported high impedance was found. In turn, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, the impedance issue was determined/deemed to be lead related. The doctor decided to stop the procedure and plans to proceed with surgical intervention on a later date.

Event description:
Follow-up revealed the patient's issue has been deemed resolved. In turn, the patient will not be moving forward with further surgical intervention.

Event description:
Follow-up revealed the patient underwent surgical intervention. During the procedure, an impedance check was performed and revealed no anomalies. The lead connection was also examined during the procedure and no anomalies were found. Since no problems were found the doctor decided to end the surgical procedure. The patient's scs system remains implanted.

Manufacturer narrative:
Device manufacture date were gathered via follow-up. Also, follow-up revealed surgical intervention mentioned on follow-up report #1 was confirmed to have taken place on (B)(6) 2019.